Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 20-sep-2019. Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: the complaint issue was reported on 23-sep-2015; according to the pump history, the pump was in use until 01-jan-2019. Therefore, all delivery and black box history has been overwritten for time of complaint due to continued use of the pump. The available basal total daily dose (tdd) history for 2019 confirms the pump was delivering the programmed basal rate. The tdd matches the programmed basal settings. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours for basal testing with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of inaccurate delivery was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.